Event description:
The customer reported that the 840 ventilator had an erratic screen. No patient involvement. The customer reported to have replaced the graphical user interface (gui) cpu pcb. Covidien was not authorized to repair the vent. The covidien customer support engineer (cse) will be uploading the operational software only.